Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist and functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injector. Acist requested from the user facility the cvi consumable kits used during the event and a copy of the cine-angiogram, but these items have not been provided to date. The lot numbers of the consumable kits are not known, therefore, no device history record evaluation could be performed. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi user manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on service testing performed on this system and consumable analysis, there is no evidence of device malfunction related to the reported event. The cause of the event is inconclusive. This report is considered closed.

Event description:
User facility reported: air injection occurred during an emergency catheterization procedure. The patient died as a result of a cardiac tamponade, although air was injected into the patient's coronary artery. The air is not considered the patient's cause of death.

Manufacturer narrative:
Acist requested from the user facility the cvi consumable kits used during the event; the consumable kits were discarded by the user facility. A copy of the cineangiogram and additional information was received from the user facility on 18 january 2018. Review of the cineangiogram and the additional information by acist's medical advisory board confirmed that the patient presented in cardiogenic shock from a st-segment elevation myocardial infarction. Patient experienced chest pain 3 days prior to the procedure and at the time of the procedure, patient presented st-segment elevation, ventricular fibrillation, blood pressure of <70mmhg systolic, and cardiac biomarker elevation. The cineangiogram initial angios show an occlusion of the proximal left anterior descending artery (lad). The artery was reopened with balloon angioplasty. Subsequent angios show a large air embolism into the circumflex artery. Based on service testing performed on this system, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is considered closed.